Event description:
Pt was admitted s/p posterior fusion with bone graft and reinforecement rods on 11/7/94. On 12/27/98 pt had rods and exploration of fusion mass and removal of hardware. During the hardware removal process, the screwdriver was broken. However, all pieces were retrieved. A post-op x-ray revealed no foreign body." Pt did well post-operatively and was later discharged from the hosp.